Manufacturer narrative:
Approximate age of device - 4 months. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed. Placeholder.

Manufacturer narrative:
A correlation between the device and the reported stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient was admitted on (B)(6) 2014 with stroke symptoms. The stroke symptoms were confirmed with multiple CT scans of the head. The patient's condition progressively declined and she was transitioned to in-patient hospice care. The patient subsequently expired on (B)(6) 2014. The pump was not explanted. No additional information was received.